Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 15-nov-2017. This spontaneous case was reported by a pharmacist and describes the occurrence of metrorrhagia ("post coital metrorrhagia") in a (B)(6) year-old female patient who had essure (batch no. 623227 / 619459) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hysteroscopy (for essure insertion), general anesthesia (for essure insertion), c-section, cervical disc herniation, rhinoplasty, shoulder operation, deep vein thrombosis and appendectomy. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), alopecia ("loss of hair"), myalgia ("myalgia on lower and upper limbs"), arthralgia ("joint pains") and tendonitis ("tendonitis"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the metrorrhagia, asthenia, alopecia, myalgia, arthralgia and tendonitis outcome was unknown. The reporter considered alopecia, arthralgia, asthenia, metrorrhagia, myalgia and tendonitis to be unrelated to essure. The reporter commented: removal was performed on patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Lot number: 619459 manufacture date:2009/02 expiration date:2012/02 lot number: 623227 manufacture date:2009/03 expiration date:2012/03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-feb-2018: device removal questionnaire received - patient medical history added, insertion and removal date of essure added, events started in (B)(6) 2009. No further information is expected. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 15-nov-2017. This spontaneous case was reported by a pharmacist and describes the occurrence of metrorrhagia ("post coital metrorrhagia") in a (B)(6) year-old female patient who had essure (batch no. 623227 / 619459) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hysteroscopy (for essure insertion), general anesthesia (for essure insertion), c-section, cervical disc herniation, rhinoplasty, shoulder operation, deep vein thrombosis and appendectomy. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), alopecia ("loss of hair"), myalgia ("myalgia on lower and upper limbs"), arthralgia ("joint pains") and tendonitis ("tendonitis"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the metrorrhagia, asthenia, alopecia, myalgia, arthralgia and tendonitis outcome was unknown. The reporter considered alopecia, arthralgia, asthenia, metrorrhagia, myalgia and tendonitis to be unrelated to essure. The reporter commented: removal was performed on patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Lot number: 619459 manufacture date:2009/02 expiration date:2012/02 lot number: 623227 manufacture date:2009/03 expiration date:2012/03 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2018: device removal questionnaire received - patient medical history added, insertion and removal date of essure added, events started in (B)(6) 2009. No further information is expected. On 14-feb-2018: after an internal review, the number of similar incident was corrected and dsil text was added in the EU/ca device comments field. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via (B)(6) ((B)(4)) on 15-nov-2017. This spontaneous case was reported by a pharmacist and describes the occurrence of coital bleeding ("post coital metrorrhagia") in a female patient who had essure (batch no. 623227 / 619459) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hysteroscopy (for essure insertion) and general anesthesia (for essure insertion). On an unknown date, the patient had essure inserted. On (B)(6) 2009, the patient experienced coital bleeding (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), alopecia ("loss of hair"), myalgia ("myalgia on lower and upper limbs"), arthralgia ("joint pains") and tendonitis ("tendonitis"). The patient was treated with surgery (the patient requested a removal with bilateral salpingectomy). At the time of the report, the coital bleeding, asthenia, alopecia, myalgia, arthralgia and tendonitis outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, asthenia, coital bleeding, myalgia and tendonitis with essure. The reporter commented: she requested a removal with bilateral salpingectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2017: quality safety evaluation of ptc. Lot number: 619459 manufacture date:2009/02 expiration date:2012/02, lot number: 623227 manufacture date:2009/03 expiration date:2012/03. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 22-nov-2017 for the following meddra pt: coital bleeding: n° 6 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.